Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Event description:
Patient experienced hemoptysis in recovery after cardiomems implant. CT scan was performed and the patient was monitored. No invasive interventions performed.